Manufacturer narrative:
Section a2, a3b, unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with preloaded intraocular lens (iol). The lens was explanted from patient's eye due to complaints of dismal greyness. Additionally, the patient also had a posterior vitreous detachment (pvd), is suspected to have dry eye, and was a glaucoma suspect in the eye. The lens was explanted and replaced with a non jnj lens in a secondary procedure. The other eye was implanted with a non jnj lens. No other information is available.